Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7073834.

Event description:
It was reported that the patient was experiencing loss and inadequate stimulation despite reprogramming. It was stated that the patients leads were placed too far laterally. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted leads were retained by the medical facility and will not be returned.